Event description:
Stapler loaded by scrub, tested prior to entry into port by surgeon, placed into port, fired, jaws opened to stapler enough for tissue to fall from stapler, #5 button in the back of the stapler did not open fully, surgeon pulled stapler back recoiled and a hole occurred in the diaphragm. The opening was sutured intraoperatively. The patient remained hemodynamically stable throughout.